Event description:
Report received of a leak of a chemotherapeutic agent. It was reported that the patient notified the nurse that their arm was "wet" during an infusion of taxol. At this time, the nurse noted that the tubing was leaking from an unspecified location. A chemotherapy spill kit was used for cleanup. There were no report adverse patient effects. Though requested, no additional information provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The reporter was contacted and information on reprocessing of the device was requested; however, the information was obtained.